Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels and hypoglycemia on (B)(6) 2018. The customer reported that they had low blood glucose levels of 1.1mmo/l at the time of incident. The customer was treated at the hospital for low blood glucose levels. Prior to the hospitalization, it was reported that the customer had current blood glucose levels of 3.6 mmol/l to 4.0mmol/l. The patient treated the hypoglycemia with food. The customer stated that they were having trouble with sensor calibration and was experiencing low blood glucose level about three hours. The customer stated that the most recent infusion set change was (B)(6) 2018. Troubleshooting was performed. The customer reported that the programming was accurate on the insulin pump. It was reported that the doctor has changed out the basal rate for the customer. The customer was able to complete the carelink upload. It was reported that the customer does not allege that the insulin pump was over delivering the insulin. The customer was advised to monitor the blood glucose levels. Product is not expected to return for analysis.